Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display was dim and faded. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
The pump s/n was incorrectly reported as (B)(4). The actual pump s/n is (B)(4).

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: on investigation, the display screen was fully illuminated and clearly legible. Investigation was unable to confirm or duplicate the allegation of a dim/faded display issue.